Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, the lens was found to be off axis. A suture was placed at the time surgery. The surgeon felt that this could be producing some of the postoperative astigmatism that he was observing. At a follow-up visit, topography showed steepness in the area of the suture. The suture was removed and the patient was asked to return for a check-up. The surgeon stated that the patient is happy with her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/19/2008 and 10/03/2008 by phone, fax, and mial. A completed questionnaire has not been received.